Event description:
It was reported that the upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient was asymptomatic. The device diagnostics were cleared and normal function resumed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.